Event description:
The frame broke on the rollator where the left front bolt connects the caster/fork to the frame. The malfunction resulted in the user bruising his knee and getting a bump on his head. The wheel snapped off of the rollator while the end-user was walking with it - he fell forward on the unit. No medical attention was sought after. Per the initial reporter, the end-user uses the rollator to sit on quite often, and it is otherwise in good condition. The device was returned to compass health brands & inspected on (B)(6) 2017 - the returned unit was found to have its front left caster fork bolt cracked/ broken where it connects to the frame. The breakage has occurred flush with the ending of the rollator's frame. The serial number sticker was missing from the returned unit.